Event description:
It was reported that an infection occurred. It was also reported that the 4195 left ventricular (lv) lead aad027503v could not be explanted due to the lobes not deploying and it would not move. The lv lead was cut and abandoned. The implantable cardioverter defibrillator (ICD) and remaining leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID # (B)(4) - a proximal portion was received measuring 63 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. C154dwk implantable cardioverter defibrillator (ICD) implanted: 2009-(B)(6), 694765 implantable tachy lead implanted: 2009-(B)(6), 5076-52 implantable pacing lead implanted: 2009-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.